Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Noise was observed and aborted therapy was noted. Noise was reproducible with isometric testing. Header and lead connection issue suspected. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the noise was confirmed via review of stored egms. Analysis found normal device function. It is believed that the noise arose from some source external to device.